Event description:
Additional information received reported that the patient was doing very well after the catheter revision and had been seen in follow-up with no headaches. It was noted that the patient and their mother/caregiver were all happy.

Event description:
It was reported that there was a catheter revision done. During the revision ¿purchase string suture around catheter¿ was done. The actions required hospitalization; medical interventions included x-rays, dye study, over sow of catheter. It was reported that symptoms included with the event included headache. There was a collection of cerebral spinal fluid (csf) in ¿back causing headaches when patient sat, several blood patches, this was all after catheter replacement.¿ the patient¿s status at the time of report was ¿alive-no injury. ¿the pump system was delivering lioresal. Additional information received reported that every time the patient would sit up (patient was bedridden) they would have a massive headache. It was reported that there had not been any imaging as far as the healthcare provider (hcp) was aware of. The hcp was unaware of a dye study being performed. It was reported that the rationale for going into the operating room (or) was that the patient had a bulge in the back at the location of the catheter into the spine. The neurosurgeon was certain that something needed to be done. It was noted that the patient was doing well at the time of report. The patient had a post-operative appointment with the nurse practitioner (np) and there were no issues. The patient was getting effective therapy. It was reported that the hcp could not remember if they actually put a new catheter in or if the physician decided to ¿oversew¿ the catheter to fix the leak. Additional information received reported that the catheter was ¿oversown¿ to stop the leak at the spine, there had been no replacement.

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received reported that the cerebrospinal fluid leak had been unable to be treated with multiple blood patches, so the patient underwent surgical repair.